Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula broke before use. The following information was provided by the initial reporter: the cannula broken before use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
D10: device available for eval yes. D10: returned to manufacturer on: 04aug2022. H6: investigation summary. Bd received an opened 20 gauge insyte autoguard device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing near the catheter tip. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, since the device was received opened instead of in its sealed packaging a definitive root cause could not be determined. This type of defect can occur as a result of the manufacturing process or during breaking of the tip adhesion in a clinical environment. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula broke before use. The following information was provided by the initial reporter: the cannula broken before use.